Manufacturer narrative:
Results: customer samples were returned. Photo evaluation confirms the complaint. This defect is referred to as a "no fill" (cavity of the stopper mold was not completely filled during the molding cycle). This was missed by the operator during their 100% inspection of the stopper pads. Conclusion: based on the receipt of the evidence forwarded, bd recognizes the incident occurred with the client and puts that efforts are directed to draw the awareness of the rubber team to the standard operating procedure to minimize errors. Based on the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that the bd vacutainer® edta plastic tube13x75mm 2.0ml stopper fell off when the tube was mixed. No serious injuries, medical interventions or mucous membrane exposure was reported.